Event description:
Healthcare professional reported left side capsular contracture baker iii and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and patient's concern with the product.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, total delamination of the valve, crease flat, and white particles in shell. Leak test and microscopic analysis was performed which identified, total delamination of the valve (adhesive failure). Based on the device analysis, the final assessment is: total delamination of the valve assessed, as adhesive failure.

Event description:
Healthcare professional reported, right side capsular contracture, baker iii. And exchange of textured devices, due to patient's concern with product. Device has been explanted and replaced.